Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was not receiving stimulation on the left side. Reprogramming was attempted, but was unable to provide adequate stimulation. X-rays were taken and indicated the left l5 lead had migrated out of the foramen, no issues were reported with the lead implanted at s1. It was noted that during the implant procedure the physician was unable to push out l5 lead to create a loop in the epidural space due to the patient's anatomy. Surgical intervention may take place at a later date.

Event description:
Follow-up information indicated surgical intervention was undertaken and the left l5 lead was explanted and replaced. Postoperatively, the patient reported receiving effective therapy.